Event description:
The customer claims no alarm tone when the belt is detached when tested with a working alarm. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Alarm, failure to. The product has been requested to be returned and has not been received. (B)(4).